Event description:
Customer reported receiving a reading of 190 mg/dl on their freestyle meter. Customer is an insulin pump user and took a bolus based on the reading rec'd. Customer had an insulin reaction resulting in shaking, sweating and the inability to see or function well. Customer took a glucose tablet to raise glucose levels. No other treatment was provided.